Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal end of the stent with stent struts lifted from their crimp position, stretched and deformed. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a mid-shaft kink 83 mm distal to the hypotube/mid-shaft bond. This type of damages is consistent with excessive force being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06apr2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 35mm in length, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous, mildly calcified and 3.0 in diameter right coronary artery (rca). A 3.00x38mm promus element¿ plus stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.